Manufacturer narrative:
.

Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. Upon evaluation of the ventilator, the manufacturer's field service technician reported the ventilator would not power on via ac power or backup battery. The service technician replaced the power supply to correct the problem. Review of the diagnostic code report indicated the ventilator's backup battery had depleted during use, and had occurrences of a restart during operation. Performance verification testing and extended self testing (est) was completed and all tests passed per operating specifications. Per the esprit operators manual, the user must provide care and maintenance of the backup battery as specified. Ventilator restart was not duplicated during service evaluation and testing.